Manufacturer narrative:
No product was returned for examination. The investigation could not draw any conclusions about the reported device loosening. The reported pt large physical stature in combination with a high activity level is a possible contributing factor. A search of the complaint database did not show any other reports against the mfg lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening of the patella.